Event description:
Healthcare professional reported "inquiring about a possible alcl" (not tested yet), rupture confirmed with mammogram and MRI, swelling, and exchange from texture to smooth due to the concerns of the product. Affected side is right. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of may/2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 b7 d9 h3 h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Laboratory analysis summary: the device related to the reported events of rupture, seroma-late, capsular contracture and anxiety-product/procedure was received on july 22, 2025, with lot number 2554238. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as surgical damage. Seroma-late: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Pathology report completed 27jun2025 noted "right breast enlargement, pericapsular fluid" (seroma). Additionally, alcl is not confirmed and no malignancy was reported. Physician further reported capsular contracture grade ii. Unspecified medication was prescribed as treatment for the capsular contracture baker ii.